Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Review of the inspection records found no manufacturing deviations or rejections that would contribute to this failure. A two-year search of the complaint database by product code found no prior reports for tips breaking. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The lag screw drill tip broke while drilling for the screw insertion. A piece was left in the patient and not retrieved.